Event description:
It was reported by service report that the power cord and nurse call cable was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cable.